Manufacturer narrative:
Investigation results: the complaint of torn packaging was confirmed and the cause was likely packaging related. Five photographs and two 22g insyte autoguard units from lot #4066005 were provided for investigation. Tears were observed on the unit package and the cause was associated with poor perforations between the sealed unit packages. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd iag bc pro global package is torn. The following information was provided by the initial reporter, translated from japanese to english: it was reported that when the box was opened and checked, part of the individual packaging was torn.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bds notification (reference FDA document number (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir 10000690801. This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family - insyte autoguard bc. Device failure - package damaged.